Manufacturer narrative:
This incident is being re-evaluated in january 2024 as part of newly implemented procedures. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. It was determined the screen freeze was due to a electronics problem as well as faulty software. The correction made to the device was the replacement of the pal chip, as well as reverting back to the previous software version. These components were corrected and confirmed to be working appropriately within the systems. At this time, no additional information has been received on this incident or patient. Originally, no patient harm or injury was reported. A follow up MDR will be submitted if additional information is received.

Event description:
Per customer complaint received by percussionaire distributor, while in use in conjunction with a ventilator on a patient at the time of the incident, the monitron screen was stated to be freezing every 4-5 hours and not displaying accurate information. The respiratory therapists had to rely on the manometer. The monitron/vdr were swapped out for a functioning system. No patient harm or injury stated by customer.